Event description:
It was reported that a continuous glucose monitor showed error message 42 and customer was unable to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, confirmed that error message did not reappear, and then successfully started sensor session, with no further issues reported.